Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery (lcfa) with a proglide device, using a pre-close technique via a 6fr sheath, prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the proglide device had a suture break occur when harvesting the sutures. The sutures of two proglide devices were successfully pre-placed. The aaa was performed with an 18fr sheath and hemostasis was achieved with the pre-placed sutures in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The suture break was confirmed. The investigation was unable to determine a conclusive cause for the reported suture break however the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.